Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface printed circuit board. The service engineer updated the backlight printed circuit boards and downloaded the software. The ventilator passed self tests.

Event description:
It was reported that the ventilator's display was unable to be read. The ventilator was not on a patient at the time of the event.